Event description:
It was reported that the patient developed an infection and the device system needed to be removed. The date of explant was not provided via the reporter. The patient symptoms were unknown. Patient status at the time of the report was alive with no injury. The device system delivered lioresal.

Event description:
It was late reported that the patient was implanted with the pump on (B)(6) 2010 and explanted on (B)(6) 2010 due to the infection. The patient was implanted with a new pump on (B)(6) 2013 with no complications.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).